Event description:
It was reported that foreign matter was discovered with a bd needle 23g 1-1/4in tw. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: customer found a box of needles that had black spots/debris inside the sterile packaging.

Manufacturer narrative:
Investigation summary DHR for assembled needle (an) was performed for batch 8010340, 8010339, 7361266, 7361265 (catalog n00142sgt) ¿ batch 8010340, 7361266, 7361265 were built with assembly machine, nip 1 in jan 2018. ¿ batch 8010339 was built with assembly machine, nip 3 in jan 2018. ¿ there were no foreign matter rejects at the outgoing inspection. ¿ no quality notification was raised for past 12 months on similar reported defect. DHR for packaged needle (pn) was performed for batch 8010347 (catalog 302008) ¿ the batch was built with packaging machine in jan 2018. ¿ no quality notification was raised for past 12 months on similar reported defect. Visual inspection ¿ all 385 samples were subjected to visual inspection to check for foreign matter. ¿ 9 out of 385 samples were observed with black/brown foreign matter inside the package (refer to figure 2). ¿ the foreign matter was observed to be a form of stain in-between the bottom web and top web. Fourier transform infrared spectroscopy (ftir) analysis: ¿ the foreign matter was sent for the ftir test to determine the foreign matter type. ¿ the ftir results shows that the spectrum matches reasonably with that of ethylene vinyl acetate and other unknown compounds. ¿ ethylene vinyl acetate is a type of elastic polymer and normally used in adhesives, sealants, and coatings. Able to confirm the customer experience based on the sample evaluation. Conclusion: based on the ftir results, the foreign matter spectrum match reasonably with ethylene vinyl acetate and other unknown compounds.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered with a bd needle 23g 1-1/4in (B)(4). This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: customer found a box of needles that had black spots/debris inside the sterile packaging.